Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezg1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dual lumen groshong, placed (B)(6) 2016, white extension leg repair. The initial line repair allegedly done, also required repair. No harm to the patient was reported. This file addresses the initial device.